Manufacturer narrative:
Event summary: visual inspection of catheter 2af284 / 44390-82 showed that the push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the reported (broken luer) issue has been confirmed through testing. The catheter failed the returned product inspection due to broken push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the luer broke while preparing the balloon catheter. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.